Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer sent over a repair request form stating that they need the left part of the wheel lock that engages with the tire. Part that actually engages the tire has snapped off.